Event description:
Nt821731c - during hourly check, small amount of csf was noted to have leaked on the floor. Upon further assessment the leakage was found to have been coming from the transducer connects to the stopcock. The transducer disconnected. Further assessment of the device showed a hairline crack that would only stop leaking when the stopcock was turned off. Evd placed in the or on (B)(6).

Manufacturer narrative:
Initial report ref to natus complaint (B)(4). No lot# information provided. No associated capas. Complaint history review/trend analysis: (24 months review and percent of sales) 17 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4). Nt821731c units sold within past two years. Failure rate = (B)(4). Risk management review: (identify hazard ID). A review of doc-035405 medical device hazard analysis (rev 09), identifies the hazard situation as "4.40 leakage of csf from the stopcock." The risk level is considered moderate. Based on complaint of "leaking stopcock." This determination is based on the information received from the customer. Root cause/failure investigation: the customer did not return the device for evaluation. A picture of the broken stopcock was provided and attached to the complaint record. Based on evaluation of the attached image, the leak may have been caused due to the transducer not being aligned properly to the stopcock causing the threads of the transducer and the luer of the stopcock to not screw in properly. Either the transducer was never in a secure position causing it to leak and eventually fall off, or the transducer not being properly aligned to the stopcock caused the stopcock to be damaged due to the stress applied at area/angle that it should not be experiencing, however root cause of failure could not be confirmed based on image alone. Failure mode: no device returned - unable to determine.